Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient used multiple bg meters throughout the same sensor session. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: same meter: always use the same meter during your sensor session. Meter and strip accuracy vary between meter brands. Switching within a session might cause g6 readings to be less accurate. Also make sure meter date and time match your display device date and time.